Event description:
It was reported that the customer visited her health care provider for a regular checkup and her blood glucose level was 457 mg/dl. She also received a calibration error when her health care provider uploaded the customer's readings. The customer's most current blood glucose level was 250 mg/dl. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.